Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 178633: (B)(4) items manufactured and released on (B)(4) 2018. Expiration date: (B)(6) 2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
While impacting the tibial baseplate with cement, the tibial bone fractured on the lateral side. The surgeon had to remove the already cemented femur, tibial baseplate and the patella. The surgeon stabilized the fracture and re-implanted new hardware. The case was delayed approximately 30 minutes. The surgery was completed successfully.